Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent a left total hip arthroplasty on an unknown date. During post operative monitoring and testing, a malpositioned acetabular cup, adverse reaction to metal debris, low synovium signal, fluid, joint effusion and synovial fluid were noted. The fluid on the posterior medial and lateral quadrants of the left hip measured 2.3 x 86.7 x 80 x 28.3 mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date. It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2005. During post operative monitoring and testing, patient reported pain, left hip stiffnes, fatigue, soreness, limp, and feeling cold. During post operative monitoring and testing, presence of armd was noted. Product identification for left total hip arthroplasty has been reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01866 and 2014-07314).